Event description:
False positive result (s). My boyfriend had the flu but he took this at home covid test for peace of mind. It came back positive. The next day he tested negative at the doctors. This test is trash.